Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a shocking or jolting sensation, and the patient's device was showing high impedance readings. The high impedance readings were not unexpected as the patient was only two days post-implant. It was reported the patient experienced a shock when they touched the skin over the device during a shower. It was later reported the shock was reproduced by palpating the stimulator. The patient felt the shock at the stimulator site and described the shock similar to touching a spark plug, not a static shock. The reporter stated the physician thought there was fluid in the stimulator connection port. The patient had a revision on (B)(6) 2011. At the revision, the extension was disconnected, the connection port was cleaned and dried, and the extension was reconnected. The patient did not have any other symptoms in addition to the shocking. The patient had 2 stimulators, and it is unclear which device was revised. As a result, a report has been filed on both devices. See MFR report #3004209178-2011-01644.